Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during a procedure performed on (B)(6) 2021. During the procedure, the balloon was noted to be damaged. The procedure was completed with another cre rx biliary dilation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.